Event description:
This impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella aic.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error. B5: added related device information. H6: per a review of the complaint file, omitted a24.

Event description:
43-year-old male patient supported with impella 5.5 due to heart failure. Symptoms had been first experienced six months before but were worsening. Patient had previously been found to have elevated pulmonary pressures and was discharged home on antibiotics and lasix. Patient states that he continued to experience the shortness of breath on exertion when walking. Recently he has noticed lower extremity edema and abdominal distention. During admission his echo showed an ejection fraction of 15-20%. Patient was transferred from a different hospital and impella 5.5 was placed using best practice. No complication to note during procedure. Following six days of support, patient experienced short runs of ventricular tachycardia. Also noted possible infection due to higher rate of white blood cells noted on the same day, but patient being afebrile - therefore conservatively coded here for infection as no further information available. On day 24 of support intermittent loss of placement signal that resolves spontaneously. Bedside echo confirmed pump position is appropriate. Brief controller error alarm triggered but did not persist. Controller swap discussed but not swapped at this time by site due to fear of pump not restarting, but back up controller moved close to patient room in case of emergency. After almost one month of support placement signal intermittently unavailable and controller alarming when placement signal not available. No plans to swap the controller. Patient successfully bridged to transplant after more than five weeks of support, which is longer than the recommended time of use. Impella support was continued beyond the recommended 14 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. On day 23 of impella 5.5 support, there were issues with the automated impella controller (aic). The aic alarmed for ""controller error"", which suspended the placement signal as expected. Flow and motor current metrics were within normal limits and echo confirmed appropriate pump position. The care team decided against an aic swap, fearing that the pump would not restart with the new aic. A backup aic was placed outside of the patient's room for in case the aic failed or a pump stop occurred. The next day, the staff called in with a controller error alarm that had resolved. The abiomed representative also noted placement signal not reliable alarms occurred. There were no further mentions of placement signal or aic issues and therefore no documented patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.